Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that interrogation challenges were observed when trying to interrogate an subcutaneous implantable cardioverter defibrillator (s-ICD) using latitude consult. This is expected since the s-ICD is not supported by consult. The patient was being checked after receiving a shock for truncated r-waves where the device was double counting. Noise was also observed. Boston scientific technical services (ts) discussed possible postural impacts including the possibility that the sense b electrode could be covered by the suture sleeve. The device had been reprogrammed. Additional information was received that the patient was seen in-clinic for further evaluation after receiving another inappropriate shock by the s-ICD. The device had been programmed to alternate vector with a 2x gain since the prior report of inappropriate shocks that occurred in primary vector. Ts recommended obtaining both a pa and lateral x-ray if they want to further address the issue with oversensing. The field representative noted the patient had a 20-30 lb weight loss recently. The episode was reviewed, which revealed all noise signals. The impedance for the delivered shock was 105 ohms. Subsequently, the device and electrode were explanted due to issues with inappropriate therapy and a transvenous device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted discoloration on the shocking coil and electro-cautery damage was observed at multiple locations on the electrode. A cut in the insulation was observed at 312-317 mm from the terminal pin. Blood and fluid was also noted in the lumens. Resistance testing with manipulation was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. The damage observed during analysis was procedurally induced during the explant procedure.